Event description:
The customer reported the evis lucera duodenovideoscope forceps have up and down movement but problematic. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects in the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿forceps have up and down movement but problematic¿ was not confirmed. The device evaluation found foreign objects in the nozzle due to insufficient cleaning and the nozzle was deformed. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The bending section cover adhesive was chipped, had a crack, and scratched. Part of the insertion tube was caught, and pinched-the insertion tube became deformed. And the adhesive around the light guide was peeled. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did confirm they have presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material could not be identified. Although the reprocessing was conducted properly, it is likely that the foreign material was not removed due to the damage reported on the nozzle. Olympus will continue to monitor the field performance of this device.